Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2024. Additional information was requested, but unavailable: were there any patient consequences?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: after investigation, the patient was a 67-year-old man who underwent autologous arteriovenous fistuloplasty in hospital on (B)(6) 2021. The surgeon used w8304 for vascular sewing (the specific sewing vessel was unknown) during the surgery. The suture broke during the sewing. The surgeon immediately replaced a new suture (the specific product information was unknown) for suturing. The subsequent surgery went smoothly. There was no harm to the patient as a result of this event and no subsequent adverse events were reported currently. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an autologous arteriovenous fistula reconstruction surgery on (B)(6) 2021 and suture was used. The suture was broken when the surgeon attempted to sew the blood vessels. Timely removed the suture and replaced it with a new one to continue suturing. No patient harm was reported. Additional information was requested.